Manufacturer narrative:
The ft3 g3 reagent lot number and expiration date were not provided. The field service engineer (fse) found a twist in the pinch tubing. The fse repositioned the pinch tubing ensuring proper alignment. He also checked the mixing and probe wash settings. The fse performed reagent primes and measuring cell preparations. The performance check was within specifications. The customer performed calibration and qc and they were acceptable. The investigation determined that the root cause of the event was a twist in the pinch tubing. The service actions performed by the fse resolved the issue. No further issues were reported.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys ft3 g3 assay on a cobas 6000 e 601 immunoassay analyzer. Initial result: 17.6 pg/ml repeat result: 1.78 pg/ml. The physician questioned the result and the sample was repeated. The repeat result was deemed to be correct.